Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted in the patient during endovascular repair of an abdominal aortic aneurysm. The aortic body was positioned and deployed, and the final angiogram showed the presence of a type ia endoleak that could not be resolved with ballooning. The patient will continue to be monitored. As of the date of this report, there have been no additional sequelae reported.